Event description:
It was reported that during a coronary stent procedure, the balloon separated from the catheter shaft and remained in the pt. The balloon material was successfully retrieved and the pt status is listed as "okay."